Event description:
It was reported that during xia3 surgery, a set screw of crosslink did not be turn. The surgeon used another crosslink and finished the surgery.

Manufacturer narrative:
Method: device history review, visual inspection and functional inspection. Results: no issues were identified during manufacturing record review. Visual inspection indicated no issues were identified on returned device. Functional inspection concluded although slightly difficult to turn at first, the set screws were able to be fully screwed down into the connector hole. Once moved past their starting position. They were able to move freely and the connector was found to be fully functional conclusion: initially, the set screw was slightly difficult to turn, which may have been the result of the set screw being overly backed out. The surgical technique does advise the user to back out the set screw, to ensure that adequate space for the rod is present within the hook. However, if the set screw is forcibly backed out past its limit, it can become stuck, making the crosslink unusable. However, this set screw was able to be threaded down and the crosslink was found to be fully functional.

Event description:
It was reported that during xia3 surgery, a set screw of crosslink did not be turn. The surgeon used another crosslink and finished the surgery.